Event description:
It was reported that insulin squirted out from the customer's insulin pump and then alarmed during a manual prime. The customer was disconnected from the insulin pump during the prime, and it was not possible to leave the prime sequence. The piston continued to move forward after reservoir contact. It was discovered that the drive support cap was sticking out. Nothing further was reported.